Event description:
It was reported that the 9600 system intermittently had no exposure prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The contacts were cleaned on the 5volt dc power supply during the service call. The system was tested and found to be working as intended and put back into service.